Manufacturer narrative:
Dimensional evaluation of the returned device found that all features were within design specifications and the product performed as intended. There are warnings in the package insert that state that this type of event can occur and disassociation's of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation. Interference from patient¿s bone or improper placement of the central screw are also factors which could contribute to the disassociation.

Event description:
It was reported patient underwent a comprehensive reverse total shoulder arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to the morse taper disassociating from the baseplate. The morse taper was reimplanted and the humeral bearing was removed and replaced. The patient was further revised on (B)(6) 2014 due to disassociation of the morse taper from the baseplate.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.